Event description:
Information received indicates the valve was removed due to regurgitation noted by echo prior to explant. Two areas of valvular leak were detected at the level of the device commissures and cuspal tears were also seen. Patient condition of congestive heart failure was reported at the time of product change-out. The valve was replaced with no additional patient complication reported.

Manufacturer narrative:
H3 analysis: the gross analysis shows the reported regurgitation was due to tissue deterioration in the right and non-coronary cusps of the valve. The appearance of the product tissue is consistent with material deterioration seen in valves explanted due to infective endocarditis. Vegetative appearing host material is present on the inflow and outflow of all valve cusps. The thick pannus remnants remain attached to the non-coronary left commissure. An exact cause of the pannus seen on the returned product is unknown, but it can be related to certain patient factors. Radiography shows traces of mineralization in the leaflet lunulae and free margins. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: product evaluation confirms the reason for the reported regurgitation, an exact cause for the pannus and host material seen on the returned device is unknown.